Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had a disengaged seal. The plastic gasket disengaged into the patient¿s cavity when the surgeon was pushing the stapler in and out of the trocar. The gasket/seal was retrieved and there was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the flip top seal was disengaged. The trocar, cannula, circular seal and envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. If information is provided in the future, a supplemental report will be issued.